Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this recently implanted right ventricular (rv) lead had a syncopal episode as a result of low blood sugar. A device evaluation was performed as the patient appeared to be in an accelerated junctional rhythm, and no capture was able to be obtained with the rv lead. X-rays were taken and it appears the lead position is good. It was reported this is a patient who receives dialysis and electrolytes were out of balance with the potassium being noted at 6.0. Boston scientific technical services (ts) discussed waiting for the patient's electrolytes to normalize and do further evaluation at that time. Additional information was received that the right ventricular (rv) lead had dislodged and the physician thinks it was due to the fall. A lead revision procedure was performed and there were no additional adverse patient effects.